Event description:
It was reported that on power on the pump exhibited primary audible alarm post. Per reporter there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer

Manufacturer narrative:
D9: device returned 23-apr-2024. One device was received for evaluation. Visual inspection found the device to be in good condition. A 'primary audible alarm post' error was revealed in the even history log. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.